Event description:
On (B)(6) 2025, seaspine/orthofix became aware that during a surgery on (B)(6) 2025, there were issues inserting the 90 degree mis rod inserter, shaft into the inserter. This led to a delay of 30 minutes or more; prompting this report. The surgery was able to be completed successfully and no patient injuries were reported.

Manufacturer narrative:
The 91-8492 90 degree mis rod inserter, shaft was returned and evaluated. After reviewing the instrument, it was observed that the shaft is deformed. These devices are subject to handling and repeat use after distribution. Wear and damage can occur over time. No patient injury was reported. This report is being submitted due to the clinically significant delay of greater than 30 minutes.